Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred was aborted and rescheduled for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) confirmed that the issue was mechanical in nature. Onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event log identified an issue with the automatic motion control (amc) in the motor assembly. The fse replaced the amc triple servo drive and calibrated the system. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a geometry movement problem. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.